Event description:
The hcp indicated the patient had continuous pain prior to and after the system implant. The pain was post procedure related, not a new pain or related to the device. The drug in the pump was dilaudid and was increased 10% at subsequent follow up appointments on (B) (6) 2010 and (B) (6) 2010 after the initial implant. On (B) (6) 2010, the patient stated his pain was "through the roof" and the pump was not managing his pain. The patient had been hospitalized over the weekend and he was found incoherent by his mother. The patient stated he drank 2 beers and took a sleeping pill to try to manage his pain. On (B) (6) 2010 appointment with the hcp, the patient stated the symptoms had been worsening over the past few weeks, but stated the pump was effective. The hcp indicated the patient outcome was "no injury".

Manufacturer narrative:
(B) (4).